Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on 11/20/2010, to report that she experienced an inaccuracy in cgm readings during an extreme low. Patient passed out due to low blood sugar, and a family member found her unconscious. Patient's cgm reading was 126 mg/dl, and her blood glucose was 28 mg/dl. No medical intervention was required, but patient's family member gave her juice to revive her. Patient had recovered and was doing fine at the time of her call to dexcom technical support.